Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient was injured by the osteonics c-taper zirconia femoral head.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown c-taper zirconia femoral head.this event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. (B)(4).